Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. F(B)(4).

Event description:
It was reported the pump was last refilled by a health care provider (hcp) that had never filled a pump before about four months ago. The patient did not think the hcp filled the pump up all the way. No alarms were heard at the time of the report. The patient experienced withdrawal starting 2014-(B)(6). The patient experienced chilling, a low grade fever, ¿puking her guts out,¿ and severe diarrhea. The patient had not contacted her hcp about the withdrawal symptoms yet and was planning on doing this. On (B)(6)-2014 additional information later reported the actual residual volume was less than the expected residual volume. Arv: 0ml, erv: 6.8ml. The patient had a refill of the pump yesterday and the volumes noted were seen. At the patient¿s previous refill (unsure date) the hcp stated the arv was less than the erv (no volumes given). Per the reporter eleven days prior to the (B)(6) 2014 refill the patient was hospitalized with nausea and vomiting. The patient¿s managing hcp was not notified of this hospitalization until yesterday at the refill (B)(6)-2014. It was thought the symptoms were related to the patient¿s lymphoma per hcp's at hospital. At the refill yesterday (B)(6)-2014 the patient had no therapy issues and the hcp thought the patient looked fine. The patient was happy to hear if the previous symptoms could be related to the pump. Per the reporter this patient was relatively new to the managing hcp. The patient had no overdose symptoms. The reporter was not aware of whether any refill difficulties i.e. Pocket fill or partial pocket fill, programming errors, patient access, and other medical procedure interactions. The reporter was also not aware of any po pain meds the patient was taking. The hcp was going to do a cap dye study on monday (B)(6) 2014. The patient had pa bolusing programmed and the hcp made no pa or simple continuous dosing changes at the refill yesterday. On (B)(6)-2014 it was further reported that approximately 1-2 hours post refill the patient was taken by ambulance to the ER (emergency room) with respiratory distress "quit breathing" and CPR was done. The patient was hospitalized now in coma state and having epileptic seizures. Per the reporter the pump was turned to stopped pump mode at this time. On (B)(6)-2014 it was reported that the patient was still hospitalized. The managing hcp had not had an update on the patient for about a week and planned to try and call the treating hcp. Per the reporter the treating hcp had told the managing hcp that the patient¿s symptoms were unrelated to the pump. The patient had cancer and had multiple medical problems due to cancer. The patient was very ill, unrelated to the pump. The pump was used to deliver clonidine bupivacaine and dilaudid. Interventions and patient outcome were not reported. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Upon additional review, it was determined that the patient's symptoms of withdrawal, low-grade fever, chills and severe diarrhea, do not apply to this event.

Manufacturer narrative:
(B)(4)